Manufacturer narrative:
This device is still currently in service and not available for return.

Event description:
It was reported that this device exhibited an out of range impedance. Imaging was performed that did not display any anomalies. A replacement procedure was scheduled, however during the procedure it was determined that it was a connection issue with the electrode and device that had caused the out of range impedance. Troubleshooting was performed to re-insert the electrode and reposition the device. Initial impedance measurements were out of range but after pocket closure all impedances were within range. This system remains in service. No additional adverse events were reported.